Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures alarm as well as motor arm cannot communicate with the main arm alarm. Customer's blood glucose value was around 12 mmol/l, 13 mmol/l, the highest was 21 mmol/l but then dropped with correction bolus. The customer was assisted with troubleshooting. Customer states they never the less suspected the insulin pump was not working properly. Customer states when they performed self-test errors occurred. The device will be return for analysis.